Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired, the clips jammed and fell out of the device unformed. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.